Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a cinefluoroscopy revealed that the left ventricular insulation was abraded. The lead exhibited normal electrical values and remained implanted. The patient would continue to be monitored.